Event description:
It was reported that the patient had fainted and exhibited a heart rate of 30bpm. It was noted that the patient experiences type iii av block. Pulse generator interrogation revealed a loss of capture with anomalous values. It was determined that the autocapture algorithm was not compatible with an implanted competitors lead. The algorithm was disabled and manual settings were programmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.